Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during basal/bolus/fixed prime. Customer's blood glucose reading at the time of the incident was 400 mg/dl. Upon completing troubleshooting, the customer was advised that the recurring no delivery alarms may have been due to an occlusion in the infusion set. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.